Event description:
It was reported by service report that the track belt on the right side was not located properly on the rollers. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Track belt.